Event description:
It was reported to philips unit monitor went blank. The device did not have patient involvement at the time the issue was discovered, there was no patient or user harm reported. Customer stated via email to philips remote service technician, he is going to have the ventilator picked up and returned to philips for servicing as customer is done with the v60 from the state of texas and needs someone to come by and test the unit before it goes back to the state. Further information is pending.

Manufacturer narrative:
The repair request was cancelled, and the customer stated the device was sent back to the state without repair. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, operational status and patient information but were not successful. Corrected data: the device was being used on a patient at the time of the failure.